Event description:
Caller reported a malfunction on the pump, identified by a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with performing the reset, and confirmed the issue did not recur. Caller was instructed to call back if the malfunction code appears again and acknowledged the instructions.